Event description:
It was reported that after a da vinci-assisted surgical procedure that there was a message stating that the patient side cart (psc) was running on battery power. The customer moved the psc power cord to another outlet, but the issue remained unresolved. The ports were not in place when the issue occurred.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the patient side cart power replacement cable. The system was verified and ready for use.